Event description:
It was reported that the clinician tried to interrogate the device with the radio frequency (rf)head, but got three green lights and then it went away. The caller had hooked the patient up to the electrodes/ surface electrocardiogram (ECG) and the patient has appropriate magnet response and rhythm. Technical support (ts) provided some suggested. The clinician used the programmer successfully today already and will continue to try and interrogate the device. The rf was replaced. No patient complications were reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).